Event description:
During defibrillation resuscitation, the defibrillator charged up but would not discharge. Later investigation revealed that the switch to discharge the defibrillator had failed in the sternum side of the paddle. Another defibrillator was near by and the pt was not affected by the malfunction.